Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during pre-use check that cardiosave intra-aortic balloon pump (iabp) unit acting like locked. No patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) verified the issue in alarm log. Full iabp calibration completed, verified operation per specification.